Manufacturer narrative:
Additional information was received and the complaint has been determined to not be reportable.

Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a "pvc" case, a clot is seen when the 7f avanti sheath was removed. User was using a femoral introducer with continuous flush and heparin use.